Event description:
It was reported that the patient experienced a burning sensation and a loss of therapeutic effect. It was noted that the patient "just finished chemotherapy and had neuropathy in both knees". It was noted that the patient was at physician therapy on (B)(6) 2012 and a "stimulator was placed on both of her knees". It was noted that the patient felt a burning sensation on the left side of her back, where the lead is, so the health care professional (hcp) took the stimulator off the patient's knees. It was noted that when the patient arrived home, she turned her implantable neurostimulator (ins) off for 10 minutes and turned it back on. It was noted that when she turned the ins on, she felt a burning sensation. It was noted that the patient "did not know what type of stimulator was used on her knees". It was noted that the patient's stimulator was turned on at the time of the report. It was further noted that the patient had a scheduled appointment with her physician on (B)(6) 2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v450731, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).